Event description:
Machine tested and leaking prior to case, no patient involvement. Different machine obtained for pending case.

Event description:
Machine tested and leaking prior to case, no patient involvement. Different machine obtained for pending case.